Manufacturer narrative:
The device was received with critical pump error and pump error 35 due to moisture damage to force sensor. The device received with corroded electronic assemblies and corroded motor home switch. The device received missing keypad overlay.

Event description:
It was reported that keypad was cracked. Blood glucose was unknown. The caller was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.